Event description:
Boston scientific received information that the patient was feeling tired and could not tell if device was operating as programmed. Boston scientific technical services (ts) advised to have the device interrogated. Furthermore, ts advised to put magnet on device to verify battery status as patient was being paced at vvi50 which would indicate end of life (eol). However, magnet rate indicated beginning of life (bol) with rate of 100. Ts then discussed about programming options. Additional information indicates that the device was at end of life (eol) and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Additional information obtained which indicated that the device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.